Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the forceps elevator had foreign material, the adhesive on the bending section rubber was detached, the connecting tube was buckling, the control unit was scratched, the suction cylinder was shaved, switch 1 was scratched, the universal cord was scratched, the universal cord was dented, the bending angle was out of standard, the up/down and left/right knobs had play, the distal end cover was dented, and the light guide lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator had an unknown yellowish/brown foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.